Manufacturer narrative:
Section h10: additional information provided, clarified that only one valve passed through the esheath. It was passed and deployed, followed by a non-ew balloon which burst during inflation. During withdrawal of the non edwards balloon, the esheath became delaminated. The clear expandable portion of the esheath became separated from the blue portion near the tip and the balloon folded back that expandable portion inside the esheath. The patient was also reported to have significant calcification of the vessels and mild tortuosity. No patient injury was reported. Investigation is ongoing.

Manufacturer narrative:
Section h10: the esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. 3mensio images, however, were provided showing signs of tortuosity and calcification, throughout the access vessels. During manufacturing of the esheath, the components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and did not reveal any similar complaints. As the complaint was unable to be confirmed and the complaint trend analysis revealed that occurrence rates did not exceed the march 2020 control limits for the trend category, a complaint history review was not required. Delamination of the edwards esheath occurred during retrieval of a non-edwards device, which had a ruptured balloon. The esheath instructions for use (IFU) and the procedural training manual were reviewed for guidance, which may help mitigate the complaint event. Per the procedural training manual, ¿if delivery system balloon ruptures or leaks during deployment without thv embolization o do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. The device was not returned/ imagery of the device was not provided. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. However, DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per case notes and provided 3mensio imagery, the patient had mild tortuous access vessels along with presence of calcification near the access site. The calcification alters the vessel profile and increases likelihood of friction/stress between the vessel and sheath. Tortuous anatomy creates a difficult pathway for the sheath as bending the sheath leads to difficult to coaxial to the inflation balloon during delivery system retrieval through the sheath. Additionally, reported that ¿the true balloon was passed, inflated, burst and withdrawal was attempted.¿ withdrawal of a burst balloon with altered profile through the sheath with non-coaxial can potentially result in balloon catching on the sheath distal tip. The liner can be delaminated with additional of excessive device manipulation. Per the procedural training manual, ¿if delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)¿. As such, available information suggests that patient (calcification/tortuosity) and procedural (retrieval of burst balloon/excessive device manipulation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No corrective or preventative action is required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the 16fr esheath split at the tip. The patient was reported to have had a tortuous vessel. There was a "single pass of valve delivery".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.